Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the suture anchor fractured. It is unknown if fractured pieces fell into the patient but there was a delay of almost 60 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
During a procedure, the suture anchor fractured. It is unknown if fractured pieces fell into the patient but there was a delay of 35 minutes.